Manufacturer narrative:
The product remained implanted, so no product was returned for evaluation. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information received, it was not possible to definitively determine the cause of the allergic reaction. Adverse reaction is a known risk that can potentially be associated with one or more of the components of angio-seal. However, many other devices (catheters, introducers, contrast media) are also used during routine diagnostic procedures. We are unable to exclude the possibility that one of these other products caused or contributed to the adverse reaction in this case. The angio-seal device instructions for use (IFU) states the safety and effectiveness of the angio-seal device has not been established in patients that have known allergies to beef products, collagen, and or collagen products, or polyglycolic or polylactic acid polymers. The angio-seal device instructions for use (IFU) state potential adverse reactions or conditions may be associated with one or more angio-seal device components (i.e., collagen, synthetic absorbable suture, and/or polymer). These include allergic reaction, foreign body reaction, potentiation of infection, inflammation and edema. A search of the angio-seal database revealed no current training record for the physician. The IFU caution that the angio-seal device is to be used only by a licensed physician (or other health care professional authorized by or under the direction of such physician) possessing adequate instruction in the use of the device, e.g., participation in an angio-seal physician instruction program or equivalent.

Event description:
It was reported following a diagnostic heart catheterization, a 6f angio-seal vip was used. The pre-deployment angiogram confirmed this as a candidate for angio-seal, so the angio-seal was deployed. Within 2 minutes, the patient complained of not feeling well, having back and chest pain with shortness of breath and developed symptoms of anaphilaxsis. The patient was treated with adrenalin, hydrocortisone and piriton, doses unknown. The patient recovered and was transferred to the coronary care unit for observation. There was no inflammation at the groin site; however, the patient has had several more episodes of convulsions, increased heart rate, and respiratory difficulty. Sedation has been given and medications have continued to treat the symptoms. The patient has not recovered but was improving.